Event description:
It was reported from (B)(6) that during a knee joint replacement surgery, it was discovered that two pins had moved from the original position in the saw head of the battery oscillator device. It was further reported that when the first cuts were completed, the surgeon decided to change the cutting tool. Several unsuccessful attempts were made to remove the saw blade device. The reporter indicated that, after surgery, the clinicians were able to move the pins in the original position and direction to remove the saw blade device. There was a ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. The issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reliability engineering also observed that the pin of the vibration head was sectioned out and the tensioning screw was defective. Therefore the entrance tests could not be performed completely because saw blade could not be mounted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.